Manufacturer narrative:
The cartridge cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing (external component issue) issue. It was noted that the cartridge cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, the cartridge cap was found to be damaged. There was one small tear on the side of the cartridge cap. The cartridge cap was able to securely attach to the test pump.